Event description:
The customer reported the system would not display an image despite technique rising to maximum. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor power supply. System operates as intended.